Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31966, 1627487-2020-31968, 1627487-2020-31969, 1627487-2020-31970, 1627487-2020-31971. It was reported the patient experienced inadequate stimulation with both their scs systems. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.